Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope had a gap in the adhesive area between the server plug-in and the distal end. The adhesive around the light guide and objective lens had wear. In addition, there was corrosion around the forceps elevator. There were no reports of patient involvement.